Event description:
A user facility biomedical technician (bmt) stated the mixer skipped transfer and went to cycle complete. There was 120v to the pump but it did not run. There was smoke from the pump. The bmt was advised to change the pump. Upon follow-up, the bmt stated the smoke was observed from the mixer during usage and the mixer was immediately unplugged to stop the smoke. The bmt stated there were no visible issues with the mixer, and the impeller was disassembled and no issues were found. The bmt stated there was no spark or flame noted as a result of the reported event, and no visible damage to any of the components. The bmt stated it was suspected some plastic may have fallen into the mixer to cause the smoke, but that could not be confirmed when the mixer was disassembled. The bmt stated that the staff addressed the smoke by shutting off and unplugging the mixer. The bmt stated that the machine was unplugged before a significant amount of smoke developed and stated the facility smoke detectors were not triggered by the smoke from the machine, and the use of a fire extinguisher was not required. The bmt stated the mixer was right by the back door of the facility, which was opened to allow for the smoke to clear. The bmt stated the pump no longer functioned following the reported event, and no visible damage was noted with the pump. There was no patient involvement and no harm was noted with any individuals as a result of the reported event. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated there was no patient involvement and no patient harm or adverse event was reported. The machine remained out of service pending receipt and replacement of the replacement pump. It was reported the pump was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: a recirculation motor (pump) assembly was returned to the manufacturer for physical evaluation. Exterior inspection revealed no discrepancies. Wiring inspection revealed no damage. Motor/pump operation test failed. After connecting the motor to power, the motor made a grinding noise, but the pump did not function. There was no smoke or burning smell. After removing the pump assembly from the motor, the drive magnet was found to be broken off the motor shaft and connected to the pump assembly. Removing the drive magnet from the exterior of the pump assembly¿s rear housing found thermal damage to the drive magnet and the exterior of the rear housing. Internal inspection of the pump assembly revealed that the impeller assembly was damaged from impacting the rear housing, the rear housing was damaged by impact from the impeller assembly, and that the impeller assembly was seized to the ceramic impeller shaft. This failure is caused by running the pump motor assembly without water. Internal inspection of the motor found the fan was making contact with damaged strings that hold the windings in place and making the grinding noise. The inspection also revealed thermal damage to the windings, a residue on the windings, stators, and commutator, and thermal damage to the winding strings that were on the commutator. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The smoke and burning smell were not confirmed. The nose, thermal decomposition and physical damage were confirmed.

Event description:
A user facility biomedical technician (bmt) stated the mixer skipped transfer and went to cycle complete. There was 120v to the pump but it did not run. There was smoke from the pump. The bmt was advised to change the pump. Upon follow-up, the bmt stated the smoke was observed from the mixer during usage and the mixer was immediately unplugged to stop the smoke. The bmt stated there were no visible issues with the mixer, and the impeller was disassembled and no issues were found. The bmt stated there was no spark or flame noted as a result of the reported event, and no visible damage to any of the components. The bmt stated it was suspected some plastic may have fallen into the mixer to cause the smoke, but that could not be confirmed when the mixer was disassembled. The bmt stated that the staff addressed the smoke by shutting off and unplugging the mixer. The bmt stated that the machine was unplugged before a significant amount of smoke developed and stated the facility smoke detectors were not triggered by the smoke from the machine, and the use of a fire extinguisher was not required. The bmt stated the mixer was right by the back door of the facility, which was opened to allow for the smoke to clear. The bmt stated the pump no longer functioned following the reported event, and no visible damage was noted with the pump. There was no patient involvement and no harm was noted with any individuals as a result of the reported event. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated there was no patient involvement and no patient harm or adverse event was reported. The machine remained out of service pending receipt and replacement of the replacement pump. It was reported the pump was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.